Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that externalized conductors were observed in two areas via diagnostic imaging. The patient was asymptomatic. Electrical function was tested and no anomalies were detected. Lead was explanted and replaced.

Manufacturer narrative:
An external insulation abrasion was noted at 22.1-22.2cm from the distal tip. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion was noted at 12.0-15.9cm from the distal tip. The etfe coating was intact at this location. An internal insulation abrasion under the rv shock coil was noted at 6.2-6.7cm from the distal tip. The etfe coating was intact at this location.